Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Cold insulin had been used. The customer changed out the cartridge and was able to complete the load process. There was no impact to the customer's blood glucose level.